Manufacturer narrative:
An analysis of the images (imdrf type of investigation b30: analysis of the images), a review of the labelling (imdrf type of investigation b31: labelling review), and an examination of the log files retrieved from the system led to the conclusion that no technical anomalies were identified. The acquisition chain was operating normally, and the applied parameters were consistent with the device's specifications. The examination involved significantly larger field sizes and acquisition times, explaining why the dose displayed was much higher than expected for a simple arm acquisition. It has been determined that the additional dose received by the patient is 2.76 mgy compared to a high estimate of the expected dose for an auto mode examination without the flex dose function based on the exposure parameters used by eos imaging. The investigation did not identify any malfunction of the eosedge system, nor any anomaly in the estimation or display of the dose. The protocols on the system were compliant, with no configuration errors. The dose values recorded in the logs correspond to the acquisitions actually performed. The difference between the displayed doses and the doses expected by the radiographer is therefore not due to a technical, software, or calibration problem with the eosedge system.

Event description:
On (B)(6)2026, at lyon university hospital, ninon mary, a radiology technician, sent an email to (B)(6), reporting unusually high dose levels during a leg examination performed on a nine-year-old child using the eosedge system, installed on (B)(6)2025. Using the "leg" protocol, the doses displayed were 2306.28 mgy·cm² for the front view and 3261.90 mgy·cm² for the side view.in comparison, for a patient of similar age examined on a stephanix system, the recorded dose was 5.39 mgy·cm² per incidence. The very significant difference between the two devices led to questions about the validity, configuration, or compliance of the bone protocols used on eosedge. The site is therefore requesting clarification on the validation of the protocols and the potential origin of these high dose values.